Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during bolus delivery. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer was instructed to reset the pump to resolve the issue.